Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-27268, related manufacturer's reference number: 2017865-2021-27270. It was reported that the patient presented at the clinic. During interrogation it was discovered that all leads had become dislodged due to twiddlers syndrome. The physician opted to explant and replace all the leads, and the new leads was successfully implanted. The patient was in stable condition.